Event description:
It was reported that the procedure was to treat a style a lesion located in the distal left anterior descending (lad) artery with heavy calcification and 100% stenosis. Pre-dilatation was performed with an unspecified balloon. The xience prime stent was prepared to deliver, however, resistance was noted between the xience prime and pilot 50 guide wire during advancement through the co-pilot. The shaft was bent and the stent could not advance over the guide wire. At last, the xience prime and the pilot 50 were both removed without resistance and replaced with new ones. The procedure was completed successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided. Analysis of the returned device identified a inner member separation which was confirmed by the site to have occurred during the procedure inside the patient.

Manufacturer narrative:
(B)(4). The device was returned for analysis. The broken shaft was able to be confirmed. The difficult to position the guide wire could not be replicated in a testing environment due to the condition of the returned device. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the electronic complaint database revealed no other similar incidents reported for difficult to position or broken shaft from this lot. Based on the reviewed information, no product deficiency was identified.